Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09230. The pt received the scs system including two percutaneous leads (from two different leads) on (B)(6) 2007. It was reported the pt had experienced a fall and had fractured the implanted leads. The physician explanted and replaced the damaged leads with two new leads. The explanted products have been returned to the MFR for analysis. No further pt complications were reported.

Manufacturer narrative:
Eval results: the device was returned incomplete. As received, but leads were cut and were missing the stimulation ends. Visual inspection of the received lead segments revealed no evidence of broken/fractured wires. It is possible that the broken/fracture wires were on the section of the leads that were not returned. No functional testing could be performed on the incomplete lead. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.